Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that threaded tip of the connecscr cann long was broken. The fragment was not received for investigation. Foreign body left in patient condition cannot be confirmed as x-ray images were not provided. A dimensional inspection and functional test for the connecscr cann long were not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the connecscr cann long would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.043.025-us. Lot number: 38700p8. Manufacturing site: hägendorf. Release to warehouse date: 17-oct-2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h3, h4, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " 03.043.025-us, connecscr cann long" revealed that the tip of the device has broken. Foreign body left in patient condition cannot be confirmed as the image provided do not show the reported condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the connecscr cann long would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part number: 03.043.025-us lot number: 38700p8 manufacturing site: hägendorf release to warehouse date: 17-oct-2024. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a broken tn-a connection screw (long) 17yo male patient suffered an open mid shaft tibia fracture playing rugby union. They booked for intramedullary fixation of the fracture using depuy synthes tibial nail - advanced. The patient was positioned supine in the table with a sand bag under the left hip and a bone foam support was placed under the left tibia to create a stable flexed position of the knee. The suprapatella approach was used and the trocar for 8-11 mm nail and protection sleeve for 8-11mm nails was passed through the incision, under the patella to the anterior board of the tibial plateau. The appropriate wire guide was used to position the entry guide wire under image intensifier for position in both ap and lateral views. The protection sleeve was stabilised with 2 guide wires with stops as per the technique guid and the flexible opening reamer was used to open the tibial canal. The 2.5 synream teaming rod was used to pass down the im canal. Due to the inclination of the entry, it was difficult to pass this wire down the canal. This was eventually achieved with some effort. The im canal was then reamed to 11mm to accommodate a 9mm tn-a. Measurements for the length of the nail were taken and a 390mm nail was the agreed. The 9x390mm nail was implanted however in inspection it was determined to be too long as it was not fully implanted below the tibial plateau and would be prominent in the joint. The 9x390mm nail was removed and a 9x375mm nail was implanted and verified for fit. Two distal locking screws were implanted and the nail was back slapped to compress the fracture site. Two proximal screws were implanted. When the surgeon tried to undo the connection screw, it was extremely tight and required a lot of force. Significant torque was visible in the ball tip screwdriver. The screw eventually let go but on inspection of the screw it was found to have snapped at the thread shaft junction. Unable to remove the threaded component prevented the surgeon for implanting a 5mm end cap in the nail and will make eventual nail removal a difficult procedure. No delay. No sign of infection. No patient impact at this time. Procedure completed successfully

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.